Manufacturer narrative:
The user wrote an additional email later on the same day of contacting dario, and reported that she received a bg reading of 182 mg/dl from her dario meter, compared to a bg reading of 125 mg/dl from her non-dario meter. The user also stated that prior to receiving these bg readings, she only drank lemonade with an artificial sweetener. Following the email above, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On august 6th, the user contacted dario to report high blood glucose (bg) readings. The user stated that her dario meter does not read correctly, and therefore, she prefers to use her old non-dario meter.